Manufacturer narrative:
Continuation of d11: product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6) 2010 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the date of surgery was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 22-jul-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient no longer got the stimulation coverage he used to before he had a fall on the right hip and back in (B)(6) 2020. This had resulted in increased pain and decreased mobility. Before the fall, the patient stated he had stimulation in part of his lower back down to his feet but not quite to the toes. After the fall, the patient was only feeling stimulation on part of his thighs and top of instep of the foot with current programs. The patient wasn¿t having any issues with the charging of the device or use of the remote. Immediately after the fall in the patient¿s kitchen, the patient¿s stimulation coverage changed, he began to have increased pain in normal areas of pain, he began to have decreased mobility, increased use of wheelchair, he began to have pain where he believed the lead was implanted in his back. The rep noted that the patient had limited mobility prior to the fall, took oral opiates, walked with a cane, a limited amount with ins and used a wheelchair. The patient stated that the lead was in a different position than it was when originally implanted. The patient also fell a second time on (B)(6) 2020 while leaning back in a wheelchair. The patient had x-rays and CT that were performed after the fall. The x-ray from the va showed the lead positioned left of midline on a posterior/anterior view and it looked like the lead was very lateral on x-ray view. The CT myelogram showed th at the paddle lead was no longer vertical, but it was laying more at an angle per the patient. The rep attempted to reprogram the lead to recapture coverage of the patient¿s painful areas but was unsuccessful. All the programs there tried were stimulating the patient in his abdomen and side of his abdomen. One program was stimulation just his buttocks. The patient wanted to keep access to this program so the rep added it to the existing programs he had come to the appointment with. The rep also ran an impedance check which showed all electrodes to be reading within normal range. The patient was referred to a neurosurgeon for a consult. Surgical intervention was planned but not yet scheduled.